Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pc displayed the message "replace generator. The generator has reached the end of its service'. It was stared the ipg was fully depleted and unable to communicate with external devices. As such surgical intervention is planned to address the issue

Manufacturer narrative:
B3: date of event is estimated.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.